Event description:
A malfunction was reported on the pump by the customer. Blood glucose levels were not adversely impacted, as they did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue recurred.